Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause and the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end-cover had a burn. There was no patient involvement.